Event description:
Pt was enrolled in a double-blinded, comparative, superiority, multi-center clinical investigation of mepilex and mepilex ag. The subject stopped the study due to burns possibly related to the medical device.

Manufacturer narrative:
This was a double-blinded, comparative, superiority, multi-center clinical investigation of mepilex and mepilex ag conducted in (B)(6). Based on the available information, this event is deemed a serious injury. As this was a double-blinded study we are not at this time sure of which of the devices was used on this subject. Therefore, we have reported on both products. No additional pt/event information has been provided to date. Should additional information become available, a follow up report will be submitted.